Event description:
It was reported that "the device did not work." Another device was obtained and used throughout the remainder of the call. There were no adverse effects to the pt reported during this event.

Manufacturer narrative:
Medtronic continues to investigate the incident.